Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer declined to provide the blood glucose reading and any further details regarding the adverse event. Nothing further reported.